Manufacturer narrative:
PMA/510k: this device is classified as import for export, therefore 510k is not applicable. Model eg29-i10c-us is available in the USA with a 510k number k190805. The device was returned to pentax for further evaluation on service order (B)(4) where the user narrative was confirmed. The device is in the process of being repair where all defects found will be remediated and returned to the user upon completion. On 18-jan-2022, a device history record (DHR) review for model eg29-i10c, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 18dec2020 under normal conditions, failed processed inspection for hole on the tip which was remidated and passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model eg29-i10c. In the event reported, the user stated that there was an accessory stuck in the channel. The event timing is in the operating room during use. There was no adverse event reported with this complaint. No other information provided with this complaint.

Manufacturer narrative:
Correction information: g4:premarket identification PMA/510(k). G6: follow up #1. H2:if follow-up, what type? H3:device evaluated by manufacture. H6: coding changed based on the investigation result. Evaluation summary: it was not possible to identify the faulty part from the information obtained. As a cause leading to this, there is a possibility that the suction channel is clogged with a foreign matter.